Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced chronic pain at the implant site, resulting in the decision to discontinue use of the device. Subsequently, the device was explanted on (B)(6) 2015. There are no plans to reimplant the patient with a new device, as of the date of this report.